Event description:
It was reported to philips that the system gave an alert indicating disk space was low, impacting imaging. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information, the diagnostic procedure was completed without any impact, as the issue was identified after the procedure. The philips field service engineer (fse) inspected the system onsite and identified that the issue was intermittent, after which the frontal image store was regenerated. However, the issue still persisted. The fse replaced the ippc hard drive and rebuilt the frontal image store to resolve the issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal or no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.